Event description:
The pt presented with recurrent left leg pain at rest. Four years prior, an endovascular stent had been successfully deployed at the target lesion site in the pt's left common iliac artery. A subtotal thrombotic occlusion of the distal portion of the stent extending across and occluding the orifice of the internal iliac artery was observed on an arteriography. High dose streptokinase and heparin infusions were initated. A follow-up arteriography showed resolution of the thrombus and minimal eccentric nonstenosing intimal hyperplasia. The pt refused warfarin therapy. Two months later the pt was re-hospitalized with rest pain and blue toes. Arteriography showed reobstruction of the endovascular stent and an embolic occlusion of the tibioperoneal trunk. Systemic lysis with urokinase and heparin was effective in removing the stent thrombus. Attempts to lysis the occlusion of the tibioperoneal trunk were unsuccessful. A below the knee amputation was performed. Wound healing was excellent and the pt was discharged from the hospital on warfarin. No recurrent stent obstruction was found during the subsequent 15 months.